Event description:
As reported in the cordis real-smart study, a patient experienced an occlusion involving the smart flex stent in the popliteal artery. The anterior tibial artery (ata) was left as is. The event was reported as target lesion revascularization due to thrombosis of the arterial femoral segment (afs) in the distal third of the smart flex stent, including the popliteal artery and anterior tibial/peroneal territory (atp). Medical or surgical intervention was required to prevent life-threatening illness or injury, or permanent impairment of a body structure or body function. The patient underwent intravascular revascularization with a non-cordis rotational atherectomy device due to in-stent restenosis/occlusion of the afs within the smart flex stent. The patient later underwent bypass surgery. This was followed by bypass thrombosis requiring embolectomy, then bypass re-thrombosis requiring surgical thrombectomy of the bypass and bypass extension. The patient underwent an index procedure involving treatment of a left superficial femoral artery lesion using a 6mm x 150mm smart flex vascular self-expanding stent (ses), with a single stent deployed following successful pre-dilatation using an unknown 6mm x 150mm semi-compliant (sc) balloon. The lesion was 100 mm in length with 70% pre-procedure stenosis, reduced to 40% post-pta and 20% residual stenosis after stent placement. The stent was fully deployed and expanded with adjunct balloon dilatation. Procedural details included contralateral femoral access with a 6f sheath, local anesthesia, and 80 ml contrast use. An intra-procedural adverse event of vessel occlusion occurred, assessed as moderate in severity and possibly related to the procedure, managed with additional intervention, and resolved without sequelae. At approximately 3.6 months post-procedure, follow-up angiographic assessment demonstrated 100% residual stenosis with confirmed restenosis (>50%), consistent with symptomatic target lesion failure. A target lesion revascularization (tlr) via thrombectomy was performed. This event was classified as serious, moderate in severity, and possibly related to both the device and procedure, requiring interventional management and resolving thereafter. At approximately 6.5 months, a recurrent adverse event of in-stent restenosis with occlusion of the treated segment occurred, again serious and moderate in severity, requiring bypass surgery, with resolution following intervention. At approximately 36.6 months, a bypass re-thrombosis event was reported, moderate in severity and possibly device-related, treated with surgical thrombectomy and bypass extension, and resolved. At approximately 42.7 months, an additional bypass thrombosis with embolectomy occurred, moderate in severity and possibly related to the device, managed with surgical thrombectomy and resolved. Long-term follow-up was extended to approximately 84.6 months post-procedure, with no documented device deficiencies such as stent fracture throughout the follow-up period. Antiplatelet therapy with aspirin (100 mg daily) and clopidogrel (75 mg daily) was initiated peri-procedurally and continued long-term. Overall, the clinical course was notable for early restenosis requiring reintervention and multiple subsequent thrombotic events involving the treated segment and bypass, all managed with repeat surgical or endovascular interventions, with resolution of each event. The device will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported in the cordis real-smart study, a patient experienced an occlusion involving the smart flex stent in the popliteal artery. The anterior tibial artery (ata) was left as is. The event was reported as target lesion revascularization due to thrombosis of the arterial femoral segment (afs) in the distal third of the smart flex stent, including the popliteal artery and anterior tibial/peroneal territory (atp). Medical or surgical intervention was required to prevent life-threatening illness or injury, or permanent impairment of a body structure or body function. The patient underwent intravascular revascularization with a non-cordis rotational atherectomy device due to in-stent restenosis/occlusion of the afs within the smart flex stent. The patient later underwent bypass surgery. This was followed by bypass thrombosis requiring embolectomy, then bypass re-thrombosis requiring surgical thrombectomy of the bypass and bypass extension. The patient underwent an index procedure involving treatment of a left superficial femoral artery lesion using a 6mm x 150mm smart flex vascular self-expanding stent (ses), with a single stent deployed following successful pre-dilatation using an unknown 6mm x 150mm semi-compliant (sc) balloon. The lesion was 100 mm in length with 70% pre-procedure stenosis, reduced to 40% post-pta and 20% residual stenosis after stent placement. The stent was fully deployed and expanded with adjunct balloon dilatation. Procedural details included contralateral femoral access with a 6f sheath, local anesthesia, and 80 ml contrast use. An intra-procedural adverse event of vessel occlusion occurred, assessed as moderate in severity and possibly related to the procedure, managed with additional intervention, and resolved without sequelae. At approximately 3.6 months post-procedure, follow-up angiographic assessment demonstrated 100% residual stenosis with confirmed restenosis (>50%), consistent with symptomatic target lesion failure. A target lesion revascularization (tlr) via thrombectomy was performed. This event was classified as serious, moderate in severity, and possibly related to both the device and procedure, requiring interventional management and resolving thereafter. At approximately 6.5 months, a recurrent adverse event of in-stent restenosis with occlusion of the treated segment occurred, again serious and moderate in severity, requiring bypass surgery, with resolution following intervention. At approximately 36.6 months, a bypass re-thrombosis event was reported, moderate in severity and possibly device-related, treated with surgical thrombectomy and bypass extension, and resolved. At approximately 42.7 months, an additional bypass thrombosis with embolectomy occurred, moderate in severity and possibly related to the device, managed with surgical thrombectomy and resolved. Long-term follow-up was extended to approximately 84.6 months post-procedure, with no documented device deficiencies such as stent fracture throughout the follow-up period. Antiplatelet therapy with aspirin (100 mg daily) and clopidogrel (75 mg daily) was initiated peri-procedurally and continued long-term. Overall, the clinical course was notable for early restenosis requiring reintervention and multiple subsequent thrombotic events involving the treated segment and bypass, all managed with repeat surgical or endovascular interventions, with resolution of each event. The product was not returned for analysis. No lot number was provided; therefore, a product history record (phr) review could not be generated. The reported events of ¿vascular stent thrombosis and vascular stent restenosis¿ following implantation of the smart flex vascular self-expanding stent in the left superficial femoral artery represent known complications associated with advanced peripheral arterial disease and femoropopliteal endovascular intervention. The index procedure was technically successful, with appropriate lesion preparation, successful deployment and full expansion of the study stent, adjunct balloon dilatation, and acceptable final residual stenosis. An intra-procedural vessel occlusion occurred and was managed successfully during the procedure without reported device malfunction or unresolved sequelae. Follow-up evaluations demonstrated early recurrent restenosis with complete occlusion of the treated segment requiring repeat endovascular intervention, followed by subsequent bypass surgery and later recurrent bypass thrombosis events requiring additional surgical thrombectomy and bypass revision procedures. Throughout the extended follow-up period, no device deficiencies, including stent fracture, migration, embolization, or other mechanical failures, were identified. The patient¿s clinical course is consistent with severe progressive peripheral arterial disease involving complex restenotic and thrombotic pathology despite ongoing antiplatelet therapy and repeated revascularization procedures. Given the absence of objective evidence of device malfunction, the reported events are most consistent with progression of the underlying disease process and known risks associated with peripheral arterial interventions. Based on the available information, a definitive causal relationship to device malfunction cannot be established. As listed in the potential complications in the instructions for use, ¿procedures requiring percutaneous catheter introduction should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Potential complications may include, but are not limited to: amputation, aneurysm and pseudoaneurysm formation, arrhythmia, arteriovenous fistula, blue toe syndrome coronary ischemia, death, disseminated intravascular coagulation, drug reactions, allergic reaction to contrast medium or to the implanted device, embolism, emergency artery bypass graft surgery, g.I. Bleeding from anticoagulation/antiplatelet medication, hematoma, hemobilia, hemorrhage, hemorrhagic or embolic stroke/ tia, iliac artery spasm, intimal tear/dissection, pneumothorax, renal failure, respiratory arrest, sepsis/infection, stent migration/embolization, stent misplacement, thrombosis, tissue necrosis, vascular injury, including perforation, rupture and dissection, vessel occlusion, restenosis.¿ without a lot number to conduct a phr review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.